Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with dizziness, lightheadedness, and syncope. Upon review, the right ventricular lead exhibited intermittent capture. Programming changes were made and the patient was stable. On (B)(6) 2018, the asymptomatic patient's right ventricular lead exhibited continued intermittent capture at high output. No intervention was reported.